Manufacturer narrative:
(B)(4). Device evaluation summary: two opened samples of (B)(4), lot # mek394 were returned for evaluation. During the visual inspection of the samples, the sutures were observed broken in two section and stuck with tape on the paper folder, due to this condition it was not possible determine if the suture had fraying at the sewage where the needle joins the suture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Additional device reported via mw 2210968-2019-84776.

Event description:
It was reported that a patient underwent an ophthalmic procedure on unknown date in 2019 and suture was used. The suture had fraying by the sewage where the needle joins the suture. Case completed with another device of the same product code different lot. There were no adverse patient consequences reported.